Manufacturer narrative:
Investigation: a manufacturing date cannot be found in the system. Furthermore the handpiece was never returned to ats tuttlingen for a repair in the past. The ball bearings are rough and stiff. Thats the reason for the handpiece heating up. Furthermore, the failure analysis showed that the interior is completely stained, which indicates a lack of maintenance/reprocessing. Due to the staining, it is difficult to insert the mill. Conclusion and root cause: the failure is most probably user and processing/maintenance related. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. No additional details were provided on patient and devices.

Event description:
Country of complaint: (B)(6). It has been reported that there has been 5 patients who have been burnt over the last 3 to 4 months at (B)(6). Components in use listed as concomitant devices are: gd450m / micro-line straight hdpc 1:1 f/2.35x70mm gd672 / microspeed uni motor cable f/foot ctrl. Hs-220-13-t / toller fissure burr 50x1.6mm tc (pak5). All medwatch submissions related to this report are: 9610612-2017-00590, 9610612-2017-00615, 9610612-2017-00616, 9610612-2017-00617.